Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the rep got a text from the healthcare provider indicating that the patient had a pocket infection. The healthcare provider removed the system. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. They reported that they no longer want to work with their implanting physician because the device "worked its way out" and the doctor made patient live with it for about 2 months despite patient sending photos of the issue. It was not clear which ins patient was referring to from her event description. Ps made outbound call to confirm event details but encountered patient vm. Ps requested patient call back to request additional event information. The patient called back to provide additional event information. Patient reported their first implant had an infection at the pocket site which was treated with antibiotics, however it then fully exited the skin. Patient noted they believe it was the managing physician's negligence that caused the issue. Patient met with managing physician and he clipped the lead and removed the ins in his office. The doctor then packed the site with gauze. When the doctor went to implant a new device on (B)(6) 2020, he could not locate the lead and asked patient if she removed it on her own which patient denied. Patient believes there is still a partial lead left in their body even though it could not be seen on x-ray. Event date: nov. 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the patient¿s pocket infection did clear after explant of the device. It was noted that the explanted device was disposed of on the day of explant ((B)(6) 2019). This information was confirmed by the physician. There were no further complications reported or anticipated.